Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon prior to preparation for use; however, this was not noticed during preparation and the device was used on the pt. The missing stent was noted on angiography, and the stent was found located on the back table. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - potential causes of stent dislodgement may be, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Significant pressure may have been inadvertently applied during removal of protective sheath, facilitating the dislodgement; however, a conclusive root cause cannot be determined. The (IFU) states, "prior to using the vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted."